Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error code 133.6090. Technical support- 1. Charge 8015. Low battery charge can cause this error. 2. Replace the main speaker. 3. Replace power supply processor board. 4. Return the unit to the factory. 5. Explain to the customer that he needed to keep the unit charged. 6. Also explain to the customer that if continues then replace main speaker. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 22oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The tech stated a low battery charge caused this error and recommended replacing the main speaker and power supply processor board. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 133.6090. The tech stated a low battery charge caused this error and recommended replacing the main speaker and power supply processor board. There was no patient involvement.